Event description:
It was reported that the user experienced recurrent overnight low glucose episodes around 2 a.m. And 4 a.m., and noted a pattern of high glucose followed by a low while using the ilet bionic pancreas with a dexcom g7 sensor; during the call the continuous glucose reading was 231 mg/dl and a fingerstick measured 258 mg/dl, after which the device was calibrated and troubleshooting and education were provided, including guidance to discuss meal announcements and insulin dosing with a trainer. Symptoms included low blood glucose events. Outcomes included self-treatment with oral glucose and no need for emergency care or hospitalization. Investigation included user interview and troubleshooting with education. Investigation of this case revealed insufficient information to determine a device malfunction or user error. It was concluded that the cause of the hypoglycemia was unclear, and additional monitoring and training were advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.